Manufacturer narrative:
Concomitant medical product: 3058 urinary ipg; implanted: (B)(6) 2018; 3889-28 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. It was reported that the device did not record ventricular tachycardia (vt) with torsades. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.